Event description:
Pulled out a tampax, and it broke on one side. Have a doubt as to whether I still have material left inside [foreign body in reproductive tract]. It broke on one side- tampax [device breakage]. Pulled out a tampax, and it broke on one side. Have a doubt as to whether I still have material left inside [complication of device removal]. Case narrative: consumer reported via email that the tampon broke and she has doubts about material being left inside. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Pulled out a tampax, and it broke on one side... Have a doubt as to whether I still have material left inside [foreign body in reproductive tract]. It broke on one side- tampax [device breakage]. Pulled out a tampax, and it broke on one side... Have a doubt as to whether I still have material left inside [complication of device removal]. Case narrative: consumer reported via email that the tampon broke and she has doubts about material being left inside. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pulled out a tampax, and it broke on one side... Have a doubt as to whether I still have material left inside [foreign body in reproductive tract]. It broke on one side- tampax [device breakage]. Pulled out a tampax, and it broke on one side... Have a doubt as to whether I still have material left inside [complication of device removal]. Case narrative: consumer reported via email that the tampon broke and she has doubts about material being left inside. No serious injury was reported.